Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient experienced urinary retention prior to the device. The retention has not worsen and catheterization was patients standard of care prior to device.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. The reason for call was the patient had called to inquire about MRI compatibility. Agent walked the patient through activating and deactivating MRI mode and the patient confirmed they were full body eligible. The patient stated they'd had the therapy turned off for like 6 months now because the therapy had helped a little but not enough to stop them from using a catheter. The patient stated they weren't cathing as much but no matter what setting they tried with the manufacturing representative (rep), they were unable to find a setting that reduced their symptoms by 50% or greater. The patient stated they worked with the rep for the first couple months going back and forth and that they'd been driving themselves crazy trying to strain and go on their own and then they couldn't so they would just cath anyway and that their health care provider (hcp) had told them to just turn the therapy off for awhile. The patient stated their hcp was going to send them to get an MRI and that was why they called to ask for MRI compatibility guidelines. The patient did express interest in getting to the point where they could work with the device therapy again but they weren't there now. Agent reviewed therapy expectations and device description/function with the patient and the caller stated that they would reach out in the future if they needed assistance with turning the therapy back on and choosing a new setting. Documented reported event. No further action was taken by agent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.